Event description:
Advanced bionics was made aware that the patient's internal device was explanted. During a plastic surgery, the patient's surgeon decided that the patient's epidermolysis bullosa had progressed enough to warrant the removal of the device. The device was functional.